Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse confirmed that the power main line could not be retracted. Inspection found that the power main line ran out of the limiter and could not be retracted. Fse rearranged the main line and return the power main line to the winding reel. Replaced the cable ECG trunk. The function meets the factory requirements. The equipment is returned to the customer for use. A device history record (DHR) review was performed for this device to identify any non-conformances historically associated with the respective DHR and to establish the relationship between the manufactured device and the reported failure. Based on the DHR review, no non-conformities were identified. The following investigation was failure analysis and testing dept (fat). The failure analysis and testing dept. Received part with a reported unit failure of the plastic at the ECG connector was damaged. The fat performed a visual inspection and found the part to have a crack in the plastic ECG connector. Confirmed the reported failure and probable root cause is expected wear and tear. Retaining the part in the failure analysis and testing department per procedure .

Event description:
N/a.

Manufacturer narrative:
Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, cardiosave intra aortic balloon pump(iabp), ECG cable connector was broken. There was no patient involvement.